Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown laparoscopy and lysis of adhesions on (B)(6) 2010 and unknown mesh was implanted. The patient experienced chronic pain and underwent additional surgical procedure on (B)(6) 2011. It was also reported that the patient had surgical rectocele for prolapse, repeated infections, weak bladder ligament and nerve damage. Additional information has been requested.